Manufacturer narrative:
The stent was loose on the balloon and shifted proximally just slightly onto the proximal balloon cone. The stent has a slight 10 degree curve to it when measured. There are signs that the stent had been attempted to be deployed as there was inflation media present in the balloon and both cones have seen positive pressure beyond simple priming of the device as both balloon cones had been unfolded from inflation pressure. Usually when a balloon is positively pressurized the balloon cones come up first, causing the ends of the stent to begin to open. This cannot be seen with this returned device, as the crimped diameter of the stent is 2.5 mm along its entire length. This diameter is not indicative of the stents packaged diameter of 2.1mm. It would appear that the stent may have been attempted to be deployed within the introducer sheath. Due to the lack of details provided it is unclear as to when the sheath was attempted to be deployed. The catheter system was inspected to verify that the product was properly crimped during mfg. When the product is crimped, the stent struts impart permanent imprints to the exterior of the balloon. When the device was examined the crimp marks were visible which indicates that the stent was properly crimped onto the balloon. We have not been able to determine any fault due to mfg. A review of the production lot history data from quality control indicated successful passage of the lot qualification samples through a 7 french cordis introducer sheath. With no additional procedural details, or the introducer sheath used in the case it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.

Event description:
Stent was pre-mounted too loose on the balloon.